Event description:
It was reported that approximately 2 months following generator replacement surgery, the patient's device was showing high impedance. It was recommended that the patient go for x-rays to assess the lead/connector pin. Per the physician, no assessment on the cause of the high impedance is available. Per the surgeon's review of the x-ray images, the leads appear intact. The surgeon stated it was verified that the connector pin was fully inserted during surgery. The x-ray images have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent lead replacement surgery. The explanted lead was discarded by explanting facility policy. No additional relevant information has been received to date.